Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed during an evaluation of the device. The tip of the ablator was found to have a burnt appearance and a portion of the coating on the distal end was missing. The customer could not recall the settings on the generator but believes they were within the prescribed MFR's settings for use. The user reported that during this occurrence, the conductive fluid in use was normal saline, the tip of the ablator was not buried and the ablator did not come in contact with any metal object. The IFU provides the user the following info: warnings 1. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. 2. If any visual defects are noticed in the insulation, or ceramic/insulation is damaged in any way, stop using device immediately and replace the device. 3. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut" maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Cautions 1. Do not bend wire connector pins. It may prevent the device from connecting and/or functioning properly. 2. Do not bend electrode shaft, insulation may be damaged. 3. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue.

Event description:
It was reported that the insulation on the tip of this ablator burnt off during use in a shoulder arthroscopy. The procedure was completed as intended and there was no report of injury or surgical delay associated with this event.